Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check. The combination of transducer faults at power-up with the successful calibration of all transducer indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the ventilator was running for a few seconds after powering on, it crashed. The customer reported restarting the vent and calibrated transducers, and all passed testing. The customer reported the vent was placed on a test run for two days and when performing transducer tests, the exhalation differential transducer failed calibration testing. The customer determined the most likely cause is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.